Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had "date has reset, replace coin battery" warning message. Patient involvement is unknown. The service engineer (se) inspected the device and verified the reported issue. The se replaced the coin cell battery and performed calibrations and extended self-testing on the device, all tests passed.

Manufacturer narrative:
A lithium metal coin battery was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the coin battery being depleted. If information is provided in the future, a supplemental report will be issued.